Manufacturer narrative:
Philips service replaced the suite pc and ssd os haswell, reinstalled the software, and restored the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was stuck on the philips logo and did not start up correctly on a azurion 3 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.